Manufacturer narrative:
Button error alarm and no button response due to damaged/torn keypad overlay. Insulin pump received with cracked battery tube threads, reservoir tube lip, minor scratched display window and cracked case at display window corners. (B)(4).

Event description:
Customer's mother reported via phone call that the customer fell and landed on the insulin pump. Customer experienced button error alarm. Customer's blood glucose level was 461 mg/dl. Customer's mother stated that she corrected customer's high blood glucose level but did not specify how. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced, customer agreed to return the device for analysis.